Event description:
Bd 20ml luer-lok tip IV syringe found with white particle stuck to inside of plunger rubber. Syringe sequestered in wp11 pharmacy. Ref 303310, lot 5015722, exp: 2030-01-31, [date redacted] emailed [redacted]. [Date redacted] sent on fedex trk# [redacted]. Manufacturer response for 20ml luer-lok tip IV syringe, (brand not provided) (per site reporter). [Date redacted] emailed [redacted]. [Date redacted] sent on fedex trk# [redacted].